Event description:
It was reported that a pt image is missing from the pt's browser, on-line folder. A series of four (4) images were taken however, ther are only three (3)thumbnails of the images that are available. This incident occurred in (B)(6). When the electronic pt file was sent for archiving only three (3) images were received out of a series of four (4) images. It was determined that the image data was available in the on-line directory and was somehow deleted. There is no pt status available.

Manufacturer narrative:
Siemens analysis shows that if the thumbnail view of an image is double-clicked and loaded to a series/study that has already been loaded, or if a series/study from the pt list is added to images that were already loaded from the thumbnail view, the images that were loaded from the thumbnail view will be deleted from the server share after closing the images at the viewer. After closure the va70 cleanup deletes the image assuming the image is stored locally on the client. The deletion occurs due to a software bug. Notification to affected customers will be distributed, and a software update is planned. (B)(6).